Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system the customer noted it did not require a witness to return a controlled substance (ketamine). This issue can result in diversion of medication (such as controlled substances) and may result in an adverse event to the patient, healthcare provider, or others. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Section b: describe event or problem. Section d: unique device identifier (UDI) and medical device model. Section e: initial reporter occupation. Section g: manufacturing location and report source. Section h: device eval by manufacturer. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system allowed the nurse to bypass the witness requirement due to a bug in the current es system. A technical support specialist (tss) dialed into the es server and navigated to medications > facility formulary > edit medications. The tss searched for the medication in question (4236ml20 ketamine) and verified the settings for return option, return failover option, witness configuration, and security group. The medication settings were confirmed to be configured correctly. The tss then requested a sample user ID from the customer to investigate user permissions. Upon receiving the sample user ID (kro4f3), the tss verified that the nurse's role and permissions were correctly configured. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system the customer noted it did not require a witness to return a controlled substance (ketamine). This issue can result in diversion of medication (such as controlled substances) and may result in an adverse event to the patient, healthcare provider, or others. There were no adverse events or injuries reported based on this event.